Event description:
During service by baxter, the infusion pump failed accuracy test for channels a and c. According to the hosp rep, no pt injury or medical intervention had been reported related to the device. No additional information or contact was available.